Event description:
Caller reported false negative ck-mb results on triage cardiac panel test. Edta plasma was drawn in 2 hours intervals, with no visible hemolysis or clotting. Ck-mb seems to be dropping disproportionately to troponin I (tni) and myo and not matching the clinical picture of angina (confirmed diagnosis).

Manufacturer narrative:
Investigation pending.